Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month lot-serial number history review for similar complaints was performed for column serial number (B)(6) from 18nov2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 4 screen operations & chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 211 peak pattern error: explanation: peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis & wash solution. 6.4 abnormal chromatograms: chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. The most probable cause of the reported event was due to early column failure.

Event description:
The customer reported that they were receiving "211 peak pattern" errors and sa1c retention time (rt) out of range with the la1c peak mislabeled as sa1c on their g8 analyzer. Upon review, technical support (ts) found that the flow factor (ff) was 1.07 ml/min with a column count (cc) of 1951 injections, and the sa1c peaks appeared wide, not sharp, and with a leading edge deformity. Ts sent a replacement n lot column to the site. The customer did not have a replacement column on site. Upon receipt, the customer replaced the column. Chromatogram peaks were now back to normal and the sa1c rt was now stable with no further "211 peak pattern" errors. No further action was required by technical support. The reported event resulted in a delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.